Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial/final report. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Technical review and physical evaluation: on (B)(6) 2018 it was reported that the product was sent for preventive maintenance, later it was noticed that it required repair. During evaluation, the calibration was out of specification at the 0 setting and within at all other settings. The rpms were within specifications. The width plate screws were missing. The missing width plate screws were replaced and the device was tested and calibration was adjusted to specifications. Probable/root cause: while this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action (ie/CAPA/scar/hhe/d) at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may require additional actions.

Event description:
It was initially reported that the device was sent on for preventive maintenance. During evaluation, the width plate screws were missing. There was patient involvement and no harm as a result of this malfunction.